Event description:
It was reported that the endowrist cadiere forceps instrument has a broken cable and nothing fell into the patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found that one close grip cable is frayed near the distal idler. The condition may be the result of tensile loading combined with possible instrument collisions other cables at the wrist are not damaged. Engineering also observed multiple deep scratches on the main tube, located within an area extending approximately 1.4" from the intersection with the proximal clevis. Based on the location and appearance, the damage was most likely caused by instrument collisions. No other damage found. The endowrist instrument instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.